Event description:
It was reported that the patient was unable to undergo magnetic resonance imaging (MRI) due to high impedances and a lead fracture.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 15450639. Model/catalog description: linear st lead kit 70 cm. Unique identifier(UDI)#: (B)(4). Model number/catalog number: sc-1200. Serial number: (B)(6). Batch/lot number: 365124. Model/catalog description: precision montage MRI ipg sterile kit. Unique identifier(UDI)#: (B)(4).

Event description:
It was reported that the patient was unable to undergo magnetic resonance imaging (MRI) due to high impedances and a lead fracture. Additional information was received that the patient underwent a replacement procedure wherein the spinal cord stimulator (scs) system were replaced due to difficulty charging the implantable pulse generator (ipg) device and lead fracture which was confirmed via imaging. The patient was doing well postoperatively. The explanted device components were discarded per facility policy.